Manufacturer narrative:
(B)(4). This complaint for system error 2267 was not confirmed and the cause was undetermined. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2267 alarm that occurred on the homechoice (hc) unit during fill 4 of 5. The hp stated he was connected and realized he had forgotten to break a frangible on one of the supply bags. The technical service representative (tsr) advised the hp to cycle power to clear the alarm and explained the set up may be compromised. The hp confirmed he ended therapy and would follow up with his nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse regarding the system error 2267 alarm. The nurse stated that the patient did not contact them regarding the alarm and stated the patient was currently in a nursing home and not performing therapy at this time. No patient injury or medical intervention was indicated.